Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. In addition, it was reported that the customer experienced a low blood glucose level (60 mg/dl). Reportedly, the customer disconnected from the pump to go swimming. Customer drank juice to stabilize blood glucose levels. It was indicated that the customer has back up injections for continued insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.